Event description:
While using mastisol liquid adhesive exactly according to the MFR's instructions. A sharp fragment of the inner ampule pierced the outer plastic vial, puncturing the thumb of a member of facility's surgical team, thereby unnecessarily exposing this person to the blood of a pt with hepatitis c infection.